Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil and the svc (superior vena cava) defibrillation coil was variable. The analyst noted that beginning the week of (B)(6) 2015, the svc coil has been varying up to 254 ohms and down to 63 ohms, while the rv coil impedance has been varying up to 254 ohms and down to 56 ohms. A lead impedance warning occurred on (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on both high voltage coils. A fracture was suspected. The lead was explanted. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead was returned in segments, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that one svc exposed coil wire is cut at 37.7 cm and explant damage was also noted.